Event description:
It was reported that the patient developed a hematoma at the site of the recently implanted cardiac re-synchronization therapy defibrillator (crt-d). The hematoma was drained, and no additional adverse patient effects were reported.